Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a phacoemulsification handpiece that heated up during use. Additional information has been requested but not received. This is one of two reports from this facility.

Manufacturer narrative:
The company representative performed testing on the returned handpiece and no problem was found. However, how or what the company representative did to determine the phaco handpieces functioned as intended remains unknown. Therefore, the reported event was unable to be confirmed. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).